Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damage involving an exeter plug introducer was reported. The event was confirmed. Method & results: device evaluation and results: the material analysis report concluded that the exeter plug introducer damage occurred due to the application of bending overload forces. No material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: there were no medical records provided for review with a clinical consultant. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the lot code. Conclusions: based on the information provided the exeter plug introducer damage occurred due to the application of bending overload forces.

Event description:
The customer reported that the exeter plug introducer, which is normally a straight device has allegedly bent.

Event description:
The customer reported that the exeter plug introducer, which is normally a straight device has allegedly bent.